Event description:
Event description boston scientific, crm received information that this right atrial (ra) pacing lead triggered a lead safety switch (lss) due to an out of range impedance measurement of greater than 2500 ohms. The lead was confirmed to still be performing well for sensing and threshold measurements, and no noise was present on the lead. The caller was initially concerned that this was a recall-related issue. The device is part of the insignia failure mode 2 advisory population described in the physician communication on september 22, 2005. A boston scientific technical services (ts) consultant stated that this is not a recall issue, and discussed this situation with the caller. Ts also suggested a possible unipolar lead configuration.